Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent loss of atrial sensing and non-sustained rv oversensing were observed. Programming changes were made. Patient condition is fine.